Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: nlh141322n); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues with their controller and the battery pack and the issue began about 6 months ago. Patient stated a couple of times the controller had no power. Patient noted they would reset the controller and clean the leads and it took them all day yesterday to get the green light on the controller to come on. Yesterday was the most frustrating that they couldn't get it to work. Patient also noted the battery in the controller was not lasting as long as it used to and patient had to charge the implant 2 to 3 times a week. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller was charging with the green flashing light. The issue was not resolved. A replacement battery pack was sent out.

Manufacturer narrative:
Concomitant medical products: product ID m995402a001 lot#/serial# (B)(6), product type h3: analysis of the m995402a001 battery pack (s/n (B)(6)) revealed unverified complaint- battery charged when placed in known good 97745. And was read by battery pack reader and met specification requirements. No other anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues with their controller and the battery pack and the issue began about 6 months ago. Patient stated a couple of times the controller had no power. Patient noted they would reset the controller and clean the leads and it took them all day yesterday to get the green light on the controller to come on. Yesterday was the most frustrating that they couldn't get it to work. Patient also noted the battery in the controller was not lasting as long as it used to and patient had to charge the implant 2 to 3 times a week. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller was charging with the green flashing light.